Event description:
Covidien received a report that the npb 40 handheld pulse oximeter has missing segments. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).